Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced rising glucose after self-treating an impending low with four gummies and half a soda, leading to a highest continuous glucose monitoring value of 247 mg/dl while using an ilet system with a current infusion set in the abdomen; education was provided on proper hypoglycemia treatment and no device malfunction or component issue was identified. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue, specifically an improper or incorrect treatment method for hypoglycemia, with no applicable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.